Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced alarms and presented to the emergency room. The system controller log indicated that the pump was at 0 revolutions per minute.

Manufacturer narrative:
The patient remains on going with the implanted device and a percutaneous lead repair was completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.